Manufacturer narrative:
The inform date was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Insulin pump received with minor scratched screen window. Unit received with no button response due to flattened escape, act, up and down button dome switch no crease. The keypad connector on screen was locked properly during visual inspection. Unable to verify unexpected low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump buttons are hard to press and has to change battery frequently. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline.